Manufacturer narrative:
(B)(4).this event is currently under investigation.

Event description:
During an unknown procedure on a patient of unknown age and gender, as the nurse was pulling out the left femoral arterial line, there was no resistance felt, but about a quarter of the way out the line snapped (outside of the patient), but the wire inside the catheter was intact. The nurse continued to pull the line out and the line snapped again, and again the wire inside the catheter was intact. Intensivist notified and the physician pulled the catheter out the rest of the way. The tip was intact. An abdominal x-ray was done to verify all parts were out. An intensivist was notified and the physician removed the catheter. An abdominal x-ray was done to verify all parts were out.

Manufacturer narrative:
(B)(4). Investigation / evaluation during the course of the investigation a review of the complaint history, quality control, manufacturing instructions, and specifications of the product was conducted. There is no evidence to suggest this device was not manufactured to current specifications. Due to the limited information provided, we are unable to determine a definitive root cause at this time. Should the product become available for examination, we will re-evaluate this investigation. Per the quality engineering risk assessment (qera) no further action is required. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During an unknown procedure on a patient of unknown age and gender, as the nurse was pulling out the left femoral arterial line, there was no resistance felt, but about a quarter of the way out the line snapped (outside of the patient), but the wire inside the catheter was intact. The nurse continued to pull the line out and the line snapped again, and again the wire inside the catheter was intact. Intensivist notified and the physician pulled the catheter out the rest of the way. The tip was intact. An abdominal x-ray was done to verify all parts were out. An intensivist was notified and the physician removed the catheter. An abdominal x-ray was done to verify all parts were out.